Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported initially they thought that they were having difficulty charging the implant. Through troubleshooting, they were able to get coupling boxes shaded in and the issue they were having was they noticed that the implant was turned off and they did not know how it got turned off. They were not near any electromagnetic interference (emi). The patient was shaking. They used the patient programmer (pp) to turn the implant back on. Troubleshooting resolved the issue and the patient stopped shaking when the implant was turned back on. It was recommended they charge the patient's implant.